Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient never experienced therapeutic effect. The patient said the ins was not helping with their back pain. The patient stated that they had back pain and now they have pain in their chest. The patient said they had the chest pain at night, in the mornings and in back under the ribs on the right side. The patient stated the trial worked way better than this device. The patient said they just wanted to know why the reps couldn't get the stimulation to their back. The rep reported that the patient had their first postop visit last thursday, (B)(6). After the rep spent over an hour with the patient, the patient called the rep 2 days later stating they needed to be reprogrammed. The rep explained to the patient that they just had surgery (a surgical lead placement), and they needed to give the programs a little while to work, as the patient was still recovering and this would take a bit. A rep met with the patient on (B)(6) and gave them 3 new programs, instructing the patient to try one program per week, and evaluate which one was working the best. The patient called the rep back that afternoon stating "none of these programs work and he has to meet with someone by next monday as he is leaving for (B)(6)". The rep stated that of particular note: the surgical lead was not placed as high up in the patient's back as the trial leads. The rep stated that they needed the patient to settle in and let the programs have an opportunity to work, or the patient needed to follow-up with the healthcare professional. The rep said they had seen the patient twice in less than one week and again stated that the patient needed to allow themselves time to heal, and for the lead to settle in. The patient called again and reported that they had previously scheduled to meet with the rep on monday at 11 am, but that had since been canceled. The patient said they were in pain and they leave for (B)(6) on the (B)(6); an email was sent to the local field rep regarding the patient's concerns. Additional information was received from a consumer via a rep. It was reported that the patient had their post-op appointment on (B)(6) 2019 with a rep who programmed low dose settings since that is what the patient preferred during their trial. On (B)(6) 2019, the patient contacted the rep reporting chronic pain and requested another adjustment to their programmed settings because the low dose stimulation was not covering their lower back pain; it was only covering their bilateral hips and legs. Another rep met with the patient on (B)(6) 2019 for reprogramming. The patient explained that their pain goes from the middle of their back down to both of their feet. Programs a and b were helping the pain in their hips, legs and feet but not really in their back. The rep explained to the patient that spinal cord stimulation normally covers low back to feet but not usually the area of the back the patient was requesting. The patient replied that during their trial they had full stimulation coverage of all their pain areas including their middle back. The rep attempted reprogramming all over their surgical lead, but they were only able to get a little bit of stimulation in their low back, hips and legs. No changes were made to their a and b programs. The rep explained to the patient to try the new settings on program c for at least a week before meeting again to set up adaptive stimulation. It was noted that the rep involved with the trial had reported that the patient did not get stimulation in their back very well despite several adjustments to their programming. Then, on (B)(6) 2019, the patient contacted patient services and reported they were experiencing pain in their back and pain in their chest area since the reprogramming that took place on (B)(6) 2019. Patient services emailed the reps, and a rep called the patient back, at which time the patient reported that when they would lay down the stimulation would feel stronger. The rep explained to the patient that they would need to turn stimulation down when in certain positions. The patient reported they had tried turning stimulation down but it did not seem to help, and the other programs didn't help because they did not reach into their back. The patient requested another reprogramming adjustment. The rep reported they would be able to meet with the patient the week of (B)(6) 2019, but the patient was not happy with that because they wanted to be reprogrammed sooner than that. The patient ended up reaching out to reps in another city, and those reps were going to try to meet with the patient at an earlier date. The rep expressed concerns that the patient was not trying the settings long enough to determine how useful they are, as well as the fact that the patient had a surgical lead placed, which is a more invasive procedure, and it was not known if the patient was still healing from that procedure. Additional information was received from a rep. It was reported that the rep did not know if the leads wee placed in a different location from the trial procedure versus the implant procedure. The rep noted that they met the patient for the first time after the patient had already had the trial and implant procedure completed in a different district than the rep works in. The rep said that according to the x-rays in the patient¿s file, it looked like the leads may have been placed at different levels in the trial versus the implant. The rep stated that they could not say for sure where the leads were placed and/or why. The rep said the patient had been reprogrammed a few times since implant but the patient had not been seen in a couple of weeks as they were out of town on vacation; the rep said the patient would call and schedule an appointment when they return from their vacation. The rep noted that the physician¿s office was aware that the local reps were trying to help the patient and they had communicated to the patient that they would need to schedule an office visit with a physician in order to meet with a rep for a reprogramming session. No further complications were reported/anticipated.